Manufacturer narrative:
Product analysis: upon receipt at (B)(4), visual examination revealed that the sewing ring was removed likely during explant exposing the stent. The valve appeared slightly distorted; oval shaped. The right and left cusps were in the closed position and the non-coronary cusp was in the open position. All leaflets were slightly stiff but flexible except where calcification and tears were observed. All leaflets have evidence of abrasion, likely from the bias cloth. The right cusp was prolapsed due to the right left commissure dehiscence. The right left commissure was dehisced. The right non-coronary stent post commissure exhibited the start of a dehiscence. The left non-coronary commissure was intact. Pannus extended to the tissue and base stitching, onto the inflow margin of attachment of all cusps, into all inferior coaptive areas up to 4 mm showing a reduced inflow orifice area. A remnant of pannus remained along the remaining sewing ring. An unknown amount of pannus appears to have been removed during explant. Radiography revealed calcification at the dehisced area and on the left cusp and on the right non-coronary commissure. Conclusion: the valve appeared distorted (oval shaped). The analysis results of the device showed commissures dehiscence, the dehiscence may due to calcification which could have caused the valve to experience regurgitation. The pannus overgrowth on the inflow extended several millimeters out onto the leaflet which would have significantly impaired the leaflet mobility. The impairment of leaflet mobility could have caused the valve stenosis. Pannus overgrowth and calcification have been an inherent risk of surgical valve replacement and are addressed in the current risk management file. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that (B)(6) post implant of this 23mm bioprosthetic aortic valve, the valve was explanted and replaced with a 23mm valve of a different model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 10 months post implant of this 23mm bioprosthetic aortic valve, the valve was explanted and replaced with a 23mm valve of a different model. The reason for explant is unknown. No additional adverse patient effects were reported.